Event description:
When device was used the instrument did not fire any clips which resulted in the vessels dividing. Procedure type: unk.

Manufacturer narrative:
Quality assurance and engineering conducted an evaluation on five plds*15w instruments and were unable to confirm the root cause for the reported condition. It was noted that two of the devices were unsealed and three were sealed. No visual or functional abnormalities were noted with any of the devices during this evaluation. At no time did any device cut the test media without applying clips on either side of the knife.